Event description:
Information received from the field does not address the patient's clinical status but notes that immediately post wound closure, an it showed dashes for most of the parameters. The pacer had been successfully programmed prior to implant. Attempts at restoring proper operation were made but interrogation still showed dashes for the rate and refractory period. The pacemaker was replaced.~~~~~~